Event description:
The primary tubing was inserted into IV pump and programmed to 15ml/hr as a carrier fluid. The nurse watching the drip chamber noted the drip rate to be faster than the programmed rate. The nurse then stopped the infusion and removed the tubing. A secondary set was set up and noted to function as intended. Nursing staff did not report pt name. No adverse medication events have been noted at this time.